Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was moisture inside the pump. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery compartment was cracked from the threads down to the case seal. Additionally, there was evidence of moisture corrosion on the printed circuit board. Unrelated to the moisture and damaged casing issues, a call service 088 alarm occurred during testing and could not be cleared. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).